Manufacturer narrative:
The field service engineer report: performed a maintenance checkout as stated in chapter 6 of service manual and verified pressure limits and flow rate were within specifications. No adjustments were made. Injector is functioning to manufactures specifications. Injector system returned to full service by the customer.

Event description:
Customer reports having several extravasations while using this injector and wants it evaluated and a pm performed. Customer was contacted by contrast media corporate product monitoring to obtain information and transferred to drug safety department for patient information. Customer indicated three patients were involved, but customer has not provided any information surrounding events or patient treatment. Approx two months later: customer reports that patients were older, obese with fat arms and basically had questionable IV access sites. Reports injection protocols are generally 4ml to 5ml per second for 100ml volume. All other event information was felt to be confidential and not provided by customer.